Event description:
It was reported that during a procedure, the device broke off into the joint space and it was later reported that it was successfully retrieved from the joint without further complication.

Event description:
It was reported that during a procedure, the device broke off into the joint space and it was later reported that it was successfully retrieved from the joint without further complication.

Manufacturer narrative:
Upon visual inspection of the returned unit, the broken tip condition on the cutter was confirmed. The broken piece presented some bent / damaged teeth. Friction wear marks could be observed on the housing window inner surface, as well as dents on the window edges, resulting from the bent cutter teeth hitting the outer housing. This condition is a known failure mode which probable root causes can be associated, but not limited to: components do not fit properly (alignment/gap between cutter and housing assembly), shaver blade comes in contact with a metal object, and/or excessive force/torque applied by user (bending/prying). In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.